Event description:
It was reported that the device was explanted after an implant duration of approximately 121.67 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Despite our attempts to receive further information regarding the device and event, no further information regarding this event was provided by the health-care provider. The reason for explanting the device remains unknown. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.